Manufacturer narrative:
Device received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker. Test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
Customer's mother reported via phone call that the device was damaged at the reservoir compartment. Customer's blood glucose was around 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.